Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: defective device. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent a breast reconstruction primary with mentor ce med height te 550 cc, tissue expander saline breast implant experienced right-sided defective device postoperative. As a result, patient underwent removal on (B)(6) 2022.

Manufacturer narrative:
Additional information received on (B)(6) 2022 indicated that the patient underwent unilateral replacement with cat#:3548224; sn#: (B)(6). Date of implantation updated to (B)(6) 2021, and suspect device serial number updated to (B)(6). The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on august 10, 2022 indicated that the reason for blue coloured shell is that a common practice at the surgery is to add sterile methylene blue to the sterile solution used to inflate the tissue expander¿it is a blue dye to easily identify if any fluid has leaked. Device evaluation completed on august 26 , 2022: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, leak testing, and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the shell of the ce med height te 550cc tissue expander looks blue. Leak testing was performed in accordance with mentor's procedures. Findings revealed a tear on the union between the shell and the patch on the anterior aspect. A microscopic examination was performed and the cause of the tear could not be identified. As the authorization form for examination was not received, the product evaluation lab was limited to non-destructive testing. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline tissue expanders include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As per additional information received, the customer added sterile methylene blue to the sterile solution. As stated in the product insert data sheet, is contraindicated to place drugs or substances inside the tissue expanders other than sterile saline for injection since this could compromise the product integrity. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).